Manufacturer narrative:
A spacelabs field service engineer onsite confirmed the issue. A replacement device was installed, and all monitoring functionality was restored resolving the issue. This report is complete, and this particular issue is considered closed.

Event description:
Spacelabs received a report on (B)(6) 2020. Biomed reported our tele central station will not boot all the way up. It is stuck at an error message and one of our displays will not power on. We have power cycled it multiple times with no success. No injury reported with this event.